Event description:
It was reported customer was trying to bolus and the device froze and it alarmed button error. Customer was unable to clear the alarm. Customer stated the esc button was making a funny noise when it was pressed prior to event. Customer's blood glucose was 8.6mmol/l. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump was received with intermittent esc and act button response due to corroded keypad traces. No button error alarm during testing. Keypad was inspected and no anomaly was noted. The device was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.